Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use and is a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an 80% stenosed, mildly tortuous and moderately calcified de novo lesion in the proximal circumflex coronary artery. The lesion was pre-dilated with a 1.5x12 mm and 2.0x12 mm mini trek balloons at 8 atmospheres (atms). The 3.0x18 mm xience alpine stent was deployed in the lesion at 10 atms; however, while removing the stent delivery system angiography revealed a dissection at the distal end of the stent. The dissection was successfully covered using a 2.75x12mm xience pro stent. The final results were really good with timi iii flow and no residual stenosis. There was no clinically significant delay in the procedure and no adverse patient sequela. No additionally information was provided.